Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All of the pump buttons are no longer responsive. The issue occurred approximately 30 minutes prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button responded appropriately. The keypad cover was removed and no evidence of damage or contamination was found. The up arrow, down arrow and ok keypad buttons were unresponsive due to an audio bolus button short caused by internal moisture. During evaluation, the audio bolus button cover was found to be torn.